Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use of a 4.0x15 mm nc trek balloon dilatation catheter (bdc), when trying to remove the yellow protective sheath, resistance was felt and the protective sheath was stuck. Reportedly, the protective sheath was able to be removed from the balloon; however, the balloon material was peeling/flaking. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported difficulty removing the sheath was not confirmed due to the condition of the returned device. The reported balloon peeling was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath and the reported peeled balloon appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.